Event description:
Received information reporting ins showing elective replacement indicator message about a week after implant. Longevity calculation performed to estimate ins battery life. The patient's setting prior to calculation indicated one month left of battery life. Settings: two programs, 450 both 80 both, 10.5v and 2.9v, electrodes program 1, 4 cathodes and 3 anodes, 2 program 2 caths, 2 anodes. Patient was not getting stimulation with one lead, so the medtronic representative deleted the first program. Now longevity is projected to be forty-one months. Device eri had been tripped, however, battery on the physician programmer indicates 2.85 volts. Medtronic representative indicates a possible lead revision may be done. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).